Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddles need to be replaced. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips service and solutions delivery team and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the metal on the device's paddle kit had oxidized causing abnormal function. Available details indicate that the device's paddle kit had oxidized. The customer received a replacement paddle kit to resolve their complaint. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement paddle kit to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : replacement part sent to customer without evaluation.